Event description:
It was reported that the patient had five palatal implants placed approximately nine months ago by an unknown physician. The patient is now being treated by a new physician and presented with an infection of one of the palatal implants and another was partially extruding through the soft palate. The physician is planning on surgically removing the implants but a date was not reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.